Event description:
It was reported that the cross brace on the manual wheelchair broke and as a result the end user fell to the floor bruising there bottom. The end user is an amputee and further required the assistance of the fire department for assistance.